Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: health impact, event methods, evaluation, and conclusion codes: updated. One device was returned for investigation. Evaluation of the device found that the device leaked from the tank cover and plate clip confirming the reported complaint. A cracked tank cover and bent micro switch caused the reported problem. The crack in the tank cover was caused by overtightening of the screws. A notification was sent to the supplier to inform them of the results of this investigation. The issue will be monitored with further actions taken accordingly. The tank cover and micro switch were replaced and passed functional tests. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.